Event description:
It was reported that customer experienced a past high blood glucose event with suspected cause unknown and meter displaying high without a specific value. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge to resolve high blood glucose, continued using insulin, and control iq feature remained active, while technical support transferred caller and arranged follow-up for additional assistance due to reports of frequent high readings.